Event description:
Additional information received from the manufacturing representative (rep) reported that the cause of the overstimulation was not definitively determined. However, since her typical usage was in the neighborhood of 2 v, and the device suddenly turned on at 4 v after restarting following a period where the device was discharged, it was possible that this might be related to the known issue of overstimulation following physician mode recharge (pmr). However, the patient insisted that she did not perform a pmr, and did not know how to. Otherwise, the rep could not explain the sudden jump in voltage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that in (B)(6) 2015 the patient was "electrocuted" by the machine. Also in this month, the patient started noticing that the machine "picked up" the vagal nerve through the chest wall that goes to the heart. It was stated that device changed the patient's heartbeat, and their healthcare provider was still currently working on the issue. It was noted that the patient was implanted for pain in the cervical region.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that after she charged her implantable neurostimulator (ins) she turned on her stimulation and stimulation came on at full power. There was uncomfortable stimulation and overstimulation. She felt pain across her chest. The patient then turned stimulation off and it stopped. She might have seen a message screen but she was not sure. The patient did not do an antenna locate (al) or physician mode recharge (pmr). The rep checked the ins today and everything seemed ok but the amplitude was at 4 volts. The rep turned down to 1.1v and also turned adaptive stim (as) off. The patient was going to try using with as off. It was noted that the change in therapy/symptoms was considered sudden. It occurred 2 days prior to the report. The patient's relevant medical history includes non-malignant pain. Further follow-up is being conducted to determine what potential causes or factors that may have led to the issue.